Event description:
It was reported that "during training a persuader froze and the tissue sleeve broke. The persuader's t-bar is frozen in the prelock position. The tissue sleeve lost its internal spring and connection to the screwdriver. The second persuader is showing signs of fatigue in its ability to hold onto the tulip head of screw. The lower t-bar (with ratchets) loosens when the upper t-bar is moved from the pre-lock to the neutral position."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.